Event description:
It was reported that during a procedure of the left anterior descending artery (lad), while crossing the lesion, the catheter shaft was pushed and the shaft broke within the guide catheter. Half of the device was removed and the remaining section was removed as a system within the guide catheter without incident. A second mini vision was used to complete the procedure. There were no adverse pt effects. Though requested, pt data including past medical history was not provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.